Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a cooling issue, chiller temperature was at 35 degree. User stated that the device was coming in for assessment. Per sample evaluation results received on 21jun2022, it was noted that the ac cca card and power module had degraded due to electrical overstress.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a cooling issue, chiller temperature was at 35 degree. User stated that the device was coming in for assessment. Per sample evaluation results received on (B)(6) 2022, it was noted that the ac cca card and power module had degraded due to electrical overstress.